Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device latch lock sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device latch lock sensor was replaced and the device passed all testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device did not detect when cassette was latched. The event occurred during testing and no patient involvement was reported.